Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the clamping sequence using a sureform 45 curved-tip stapler with an unspecified reload, did not complete the cycle and reopened. The issue resulted in staples that were inserted into the tissue but "did not tighten" appropriately, and the blade failed to cut the tissue. Although bleeding occurred, it was promptly controlled. The procedure was completed robotically. It was reported that "the incident is reoccurring"; however, it remains unknown if the incident occurred multiple times in the same procedure or in different procedures. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review showed that there were three sureform 45 curved-tip stapler instruments used in the procedure. The instrument with an incomplete firing sequence was sureform 45 curved-tip stapler instrument (ln k12241024-0451). There were no errors/failures for the other two instruments used in the procedure. The logs show the sureform 45 curved-tip stapler instrument, was installed on the system 4 times and fired 4 reloads (3 green, followed by 1 white). On installs 1 and 3, the first clamp was successful, and the firings were completed with no pauses for compression. On install 2, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first clamp was successful, but was followed by a firing failure. There were no stapler related errors in the logs.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the white sureform 45 reload and the sureform 45 curved-tip stapler instrument to perform failure analysis (fa). The white sureform 45 reload was analyzed, and the knife was discovered to be dislodged from its track, resulting in it becoming lodged in the cartridge. This caused the observed damage to both the cartridge and the knife. Additionally, a thorough examination of the system logs revealed an error message. The white reload was also found to have loose staples stuck in front of the knife. The sureform 45 curved-tip stapler instrument was placed and driven on the in-house system. It passed initialization, recognition, and engagement tests multiple times. The stapler instrument moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The stapler instrument clamped, fired, and unclamped successfully. It was successfully fired with a black sureform 45 reload, and upon visual inspection, no damage was observed. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.